Manufacturer narrative:
The stapler sheath accessory has not been received for failure analysis evaluation. A review of an image provided by the customer was conducted. The source of the fragment cannot be determined.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy, a fragment from a stapler sheath was discovered intra-operatively within the patient's body cavity and was immediately retrieved using a laparoscopic instrument. Upon inspection by the customer, it was confirmed that the fragment was one complete piece. The procedure was completed robotically. No additional surgical procedures or post-operative diagnostics were required.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information:on 15-may-2026, intuitive surgical, inc. (Isi) received medwatch report (MDR) with MDR report #mw5187260 stating: "post using the robotic stapler an extra plastic piece was discovered in cavity by surgeon. Stapler was removed from body and examined to see if sheath was damaged upon insertion. Everything remained intact from observation. Staff collaboration came to conclude that product was defective with extra lining piece that should not come apart."